Manufacturer narrative:
(B)(4). This report is being filed on an international product (axsym toxo-igg, ln 9k08-20) that has a similar product distributed in the us (3b22-22). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that one sample from a pregnant patient generated a positive result for the axsym toxo-igg assay. A previous sample from this patient had generated a negative result on the axsym analyzer. The initial sample with the negative result was then retested on the axsym analyzer and generated a result within the assay gray zone. No specific patient data was provided by the customer. No impact to patient management was reported.